Manufacturer narrative:
The initial MDR 2432235-2017-00558 was filed on 19-oct-2017. Additional information (30-nov-2017): no sample was available for in-house testing. A siemens headquarters support center specialist reviewed the event data and stated that the issue could be site specific. The cause of the discordant, falsely low 3 gallergy specific ige results for crab and shrimp on one patient sample is unknown.

Manufacturer narrative:
The initial MDR 2432235-2017-00558 was filed on 19-oct-2017. The first supplemental MDR 2432235-2017-00558_s1 was filed on 19-dec-2017. Additional information (20-dec-2017): the customer verified that the assay is performing as expected. Corrected information (20-dec-2017): conclusion code has been updated.

Manufacturer narrative:
The cause of the discordant, falsely low 3gallergy specific ige results for crab and shrimp on one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely low 3gallergy specific ige results for crab (f23) and shrimp (f24) on a patient sample on an immulite 2000 xpi instrument, while using reagent lot 453. A new sample was obtained from the patient and was tested in an alternate laboratory on an alternate platform, resulting higher. The discordant results were reported to the physician(s). The corrected results from the alternate platform were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low 3gallergy specific ige results for crab and shrimp.